Event description:
It was reported that the user experienced hypoglycemia after a bent cannula and subsequent insulin delivery, with the user taking 14 units, reconnecting after two hours, and later recording a blood glucose of 39 mg/dl; the user then ingested oral carbohydrates including juice, glucose tablets, and food, and received education that the carbohydrate amount could lead to overcorrection and subsequent automated insulin dosing. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral carbohydrates and education on treatment to mitigate recurrence. Investigation included troubleshooting with the user and education regarding appropriate hypoglycemia treatment and system behavior. Investigation of this case revealed no device alarms reported at the time of the event and a suspected infusion set issue (bent cannula) preceding the low, with user actions likely contributing to glycemic fluctuation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.